Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Motor passed motor test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the drive support cap is flush and not recessed. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.